Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the reported condition of an f-38 alarm was confirmed via the alarm log. The device was serviced on-site by a field service technician. The cause was determined to be out-of-specification force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. The device was returned to good working condition.

Event description:
It was reported that a flogard infusion pump generated an f-38 alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.